Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit shut off on a patient and would not turn back on. The issue occurred during patient-use. The customer reported the patient was placed on a replacement ventilator.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and reported the power switch was not functioning 100% due to normal wear and age. After replacing the power switch assembly, the issue was resolved. The fsr returned the device to service specifications.